Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the system performed to required MFR specs. No related device malfunction was observed. An eval of the reported event details and an examination of the pt by a lumenis healthcare professional concluded the treatment parameters employed were excessive in contradiction to common medical practice and device training.

Event description:
It was reported that a pt sustained scarring to the face following treatment with a lumenis ultrapulse laser. It was further reported, the pt may require follow-up treatment to preclude permanent impairment.